Event description:
It was reported that the generator gave an error code 4 over-temperature error with the handpiece. No pt involvement was reported. One generator to be returned for analysis.

Manufacturer narrative:
(B)(4). Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the unit intermittently displayed error code 4 due to the main pcb. To correct the complaint the site replaced the main pcb. The unit has not been returned for service prior to this event, therefore, no service history review can be done. After servicing, the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.